Event description:
Was not told of complications of serious health risk of breast implants. Was told 2005 saline inamed/mcghan breast implants were safe. Started having complications the month after inserted. Problems still ongoing.